Event description:
Complainant alleged that during a functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the prod and this complaint is still under investigation.